Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H3 reason for non-evaluation - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 3/3/2026. It was reported that a detached or missing sensor wire occurred. The applicator and g7 wearable has been returned, and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the supplemental MDR submission, the g7 wearable was received for evaluation on (B)(6) 2026, and the applicator was received on (B)(6) 2026. The investigation was completed on (B)(6) 2026. Upon further review, the complaint was determined to be not reportable per (B)(4).